Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00163. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date, subsequently, the patient is being considered for a revision on an unknown day for a dislocation. Attempts were made to obtain additional information; however, none was available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d11; g4; h2; h6. Reported event was confirmed due to review of radiographs by a third party hcp identifies right total hip arthroplasty with superior dislocation of the femoral head. Note is made of vertical positioning of the acetabular cup, likely predisposing the patient to increase risk of dislocation. DHR review was unable to be performed, as the lot number for the device is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00696.